Manufacturer narrative:
Device evaluated by manufacturer: an introducer sheath, metal cannula and sheath dilator were returned for analysis. It was observed that the sheath dilator, distal tip, was torn.

Event description:
Reportable based on device analysis completed on 23mar2022. It was reported that the wire was jammed on the sheath. An accustick needle was selected for use. During the procedure, it was noted that the wire jammed on the sheath. The procedure was completed with another device. There were no patient complications reported. However, device analysis revealed that the distal tip of the sheath dilator was torn.